Event description:
A 25mm diameter x 16mm diameter x13.5cm aneurx bifurcated stsnt graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size and vessel morphology at time of implant are unknown. It was reported that at the time of implant the computed tomography demonstrated that there was a proximal type 1 endoleak. The physician has elected to monitor the patient at this time. No additional; clinical sequelae were reported and the patient is fine.